Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt (B)(6) underwent a scs trial procedure. After implantation of the trial lead, stimulation was tested and the amplitude allegedly would not increase. Diagnostic tests revealed invalid or high impedance readings on all lead contacts. The physician decided to explant and replace the lead during the trial procedure. The pt reported effective stimulation with the replacement lead, and no further pt complications were reported.